Event description:
MFR report #: 9617175-2025-00018. In this case, the doctor treated the patient as having anaerobic infection and allergy (medication was used and the patient improved). We are concerned with two factors: 1. Was the technique used for the product correct, was there any negligence in the process of applying the product to the patient that caused the infection to occur? 2. Is there any chance that the product may cause allergic reactions in asian patients? If this happens, what are the precautions and treatment options when side effects occur? This is the 3rd case in 3 months, quite a high frequency, we hope to have an answer soon to avoid confusion when using the product. Please give us specific advice as soon as possible. This MDR relates to the infection defect.

Manufacturer narrative:
MFR report #: 9617175-2025-00018. The customer reported 'in this case, the doctor treated the patient as having anaerobic infection and allergy (medication was used and the patient improved).' This complaint relates to the infection defect. Infection is known adverse reaction, listed on the IFU: 'clinical use of cyanoacrylate-based topical skin adhesives has suggested that the following adverse events may occur: wound dehiscence; infection. However, ams cannot confirm or deny that this event has been caused or contributed to by ams. As medical intervention was required to prevent serious injury, this event meets the definition of a 'serious injury' and is being reported in the USA.